Event description:
This patient experienced a methicilian-resistant stephlococcus aurous infection at the skin flap area two months after implantation. The patient's physician administered antibiotics, but this did not clear the infection. The surgeon explanted the device in 2005. A new device was implanted nine months later the same side.